Event description:
Ous MDR - it was reported that this right ventricular lead presented with high out of range pacing impedance and threshold measurements during a normal follow-up 22 months after the implantation. No visible lead issue was observed on fluoroscopy. The pacing threshold and impedance measurements were high when the lead was tested on the pacing system analyzer (psa). The lead was explanted and successfully replaced. No adverse patient side effects were reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Manufacturer narrative:
On 9/22/2014: we were informed this lead was returned for analysis. The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 32 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular, first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.